Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number for the device available? What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Were there any issues removing the device from the patient? If so, how was it removed? Why was the procedure converted to laparotomy? How long was the procedure extended? Can you please clarify what was meant by, ¿disassembly of stapling¿? Were there any issues noted with staple formation? If so, please describe the shape and anatomic location. How was the issue addressed? Is the colostomy temporary or permanent? What is the current status of the patient?

Event description:
It was reported that during a recto-sigmoid resection by laparoscopy which was converted to laparotomy, disassembly of stapling of anastomosis. The procedure has been extended. Left a colostomy to have a protection.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: is the lot number for the device available? No. What were the indications for surgery? First rectosigmoid resection following the discovery of a rectal adenocarcinoma. What healthcare professional fired the device and what is his/her experience with the device? The surgeon used to use this device for several years. The surgeon does not remember of any anomaly during the use of the device. Why was the procedure converted to laparotomy? The procedure converted to laparotomy because of bad exposure (existence of a mega dolichosigmoid with a very long sigmoid loop, dilated colon measuring more than 8cm in diameter and especially adhesions related to radical prostatectomy in the small pelvis) how long was the procedure extended? 30 - 45 minutes. Can you please clarify what was meant by, ¿disassembly of stapling¿? A mechanical colorectal anastomosis has been performed by using a device cdh29a, then an air test has been done and the result showed air bubbles. It has been noticed that the anastomosis was almost totally undone. How was the issue addressed? A new anastomosis has been performed with another stapler without any issue only an extended time of procedure (30 - 45 minutes). Is the colostomy temporary or permanent? Temporary, as protection (history of pelvic radiotherapy). What is the current status of the patient? The patient going good, he is started the chemotherapy at beginning of (B)(6).